Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a y-piece connector was found missing from an rt340 adult dual-heated evaqua breathing circuit kit during their inwards goods inspection.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that a y-piece connector was found missing from an rt340 adult dual-heated evaqua breathing circuit kit during their inwards goods inspection.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We were not able to confirm the reported fault as the complaint rt340 breathing circuit was lost during transit. All breathing circuits are pressure tested before leaving the production line. Those that fail are rejected and immediately transferred to the reject station so it would not reach the packing line. The rt340 breathing circuit will not pass the pressure test without a swivel y-piece. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms."